Event description:
Ultrasound-guided access of the proximal right forearm fistula was done micropuncture set guidewire over a treasure 018 wire was advanced with a 2.6 french cxi catheter through the levels of stents into the central venous system. Saber 10 mm by 4 cm angioplasty balloon was advanced through the junction of the brachiocephalic subclavian vein and dilated area wasting was dilated with a balloon at nominal still wasting was present was taken to just below burst but the balloon ruptured at this point. Balloon was withdrawn but on withdrawal appeared to be disruption of the balloon itself the fragments of balloon were able to be removed and there did not appear to be any residual foreign material on an angiogram or repeat imaging with duplex. Flow was brisk through the fistula and into the central venous system. X-ray of lung right and left side also did not demonstrate any evidence of radiopaque foreign material. Access site after removal of wire was closed with monocryl pressure was held for five minutes with no bleeding.

Event description:
Additional information received from a reporter on (B)(6)2024 for a report #mw5159707. Since original report could not be amended, this is the update: pt had undergone an output angioplasty of venous outflow stenosis on (B)(6) 2024 and at that time there was a balloon rupture. It appeared as if all segments of the balloon had been removed and there did not appear to be any residual foreign material on the angiogram or repeat imaging with duplex. Flow was brisk through the fistula and into the central venous system, x-ray of the lung was negative for any evidence of radiopaque foreign material. Pt was dialyzed the following day without any fistula issues. On follow-op office visit (B)(6) 2024, the surgeon was concerned that on duplex imaging there appeared to be formed material and slight decrease inflow at the arterial anastomosis. Decision made to schedule the pt for exploration of right arm fistula. Pt to or (operating room) (B)(6) fistula angioplasty and thrombectomy performed and presumed retained segment of angioplasty balloon successfully removed. Specimen sent to pathology for confirmation; gross description the specimen is received without fixative labeled "forearm, right arm retained foreign body." It consists of a clear plastic, blue plastic tipped synthetic material and attached blood clot measuring 2.5 x 0.5 x 0.5 cm.